Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback following an unrecoverable alarm as instructed in the user's guide. The user's guide includes probable causes and alarm troubleshooting steps. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.